Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed following auto-transferring an image acquisition from the imaging system. There was no reported impact on patient outcome. Additional information was received from the site stating a system checkout was not needed because the issue had been taken care of.